Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received change sensor signals and then noticed the sensor glucose versus blood glucose difference. Customer reported that the blood glucose reading was initially 400 mg/dl and the sensor glucose reading was 200 mg/dl. Customer tested again in five minutes and the blood glucose reading was 300 mg/dl and the sensor glucose reading remained about the same. Customer reported that the same issue happened with two other sensors. Troubleshooting was performed, and the customer was advised to monitor the sensor. The sensor is not returning for failure analysis.